Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A representative from the facility reported that during an intraocular lens (iol) implant procedure, there was an occurrence where the injector went over the cartridge, and uncertainty arose regarding whether there was a scratch on the lens. The surgery was completed on the same day, and it was emphasized that there was no direct patient contact during this incident. Additional information was requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the injector went over the cartridge; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).